Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported he received unspecified high readings on the adc freestyle libre sensor and subsequently experienced a hypoglycemic event. Customer reported he "took more insulin" based on the readings received and experienced a loss of consciousness and seizure. Customer called the paramedics and upon their arrival, an unspecified lower reading was obtained on their meter and the customer was treated with glucose.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported he received unspecified high readings on the adc freestyle libre sensor and subsequently experienced a hypoglycemic event. Customer reported he "took more insulin" based on the readings received and experienced a loss of consciousness and seizure. Customer called the paramedics and upon their arrival, an unspecified lower reading was obtained on their meter and the customer was treated with glucose.